Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00437 and 3012447612-2017-00479 thru 3012447612-2017-00481.

Event description:
It was reported that three connectors would not tighten properly during surgery because the torque limiting handle did not seem to be working properly. The connectors were subsequently removed and replaced with an alternative connector to complete the procedure. There were no patient impacts reported as a result of this event. This is report one of four for this event.

Manufacturer narrative:
UDI number: (B)(4). The returned torque limiting handle was evaluated. There were no indications of damage. A functional test was performed and the torque was found to be within specification. No failures were detected. A review of the manufacturing records did not identify any issues which would have contributed to this event.